Event description:
Overdelivery reported: the pump was programmed to infuse leucovorin over 1 hour. The customer contact did not recall the specific volume. It was reported that approximately 1/2 hour into the infusion, the leucovorin bag was almost empty. The physician was notified, a rate decreased to extend the infusion to meet the 1 hour time was ordered. There was no pt harm reported. It was reported that the fluid container may have been underfilled during compounding. Though requested, there was no additional info available.